Event description:
It was reported that an ilet bionic pancreas became unresponsive with a black screen and could not be awakened despite adequate battery charge and indication of external power, consistent with a device power or user interface failure involving the display or sleep/wake function. Symptoms included no clinical effects and stable blood glucose. Outcomes included no alerts or alarms, no therapy interruption beyond the immediate device failure, and no medical intervention or hospitalization, as the user relied on an alternative insulin therapy until a replacement was available. Investigation included verification of charging functionality by the user and remote troubleshooting that confirmed the device remained unresponsive. Investigation of this device did not revealed a malfunction of the device¿s sleep/wake or display subsystem that prevented normal operation while charging hardware was functional. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction due to an internal component or firmware fault.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."